Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent dislodged from the balloon. The target lesion was located in the left main artery. An unspecified promus premier was implanted. The physician then attempted to implant a 2.25x12mm promus premier stent distal to the previous stent. The stent banged against the previously implanted stent and this, along with the guide angle, caused the stent to move off the stent delivery system (sds) balloon. The stent remained on the wire and was easily snared. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is fine.